Event description:
Procedure type: rectosigmoidectomy. According to the rptr: during the procedure, when the stapler was activated, it did not fire. Due to the problem, it was necessary to put a colostomy bag in the pt and then wait for exam results to verify the possibility of reversal procedure after about 3 or 4 months. The operative time was prolonged.

Manufacturer narrative:
(B)(4).